Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: from the 2nd time to squeeze the handle, it became stiff and anvil was bent. After firing and when the jaws were opened, 4900cc bleeding occurred. The procedure was converted to open surgery. After bleeding was stopped, when the doctor checked, it was found the stapling was not done on pv at all. Only cutting was done. Firing seemed properly done according to the doctor. The patient status was reported as under observation.